Event description:
On july 23, 2006, the patient reported to the manufacturer's technical services department that when the patient went to store, their ipg stopped working. Basic troubleshooting was performed over the phone and the patient was transferred to loaner/repair after the programmer did not pass the self test. The patient was scheduled for a follow up appointment with their physician the following day. No additional information on patient symptoms or outcome was available at the time of this report. A follow up report will be sent when additional information is received.